Manufacturer narrative:
A patient experiencing lead fracture was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 3006705815-2020-31531. It was reported the patient has been receiving inadequate therapy due to a lead fracture. X-rays confirmed the lead fracture. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it's unknown which lead is liable.